Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: it was reported that the ¿whole staple range splited¿ and the ¿staple line did not seem to exist visibly.¿ can you please clarify the following: when fired, did the device deliver any staples? If yes, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? If there were no issues with staple formation, was the issue caused by patient factors (tissue quality)?

Event description:
It was reported that during a left colectomy by laparotomy, after a proper use of the device, the whole staple range split. The staple line did not seem to exist visibly. A suture was immediately performed on the staple line with silk 4/0 sutures by separated stitches (manual suture on the colon). There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Batch # t5du6l. Additional information was requested, and the following was obtained: when fired, did the device deliver any staples? No was there any patient consequence as a result of the event? No patient consequences to date, the surgeon used a manual suture to close the colon. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.